Event description:
Patient stated that he was awoken up by the pump alarming. He noted that there were no lights and the pump was alarming intermittently. Patient stated that he was asymptomatic with the alarm. Advised patient that the controller was operating in the back up mode and would need to be changed out. Patient's brother was awake and assisted the pt in changing out the controller. Patient and his brother changed out the controller without difficulty and patient remained asymptomatic.